Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8444862.

Event description:
The patient reported experiencing pain at the s1 lead anchor site. The anchor was removed in a lead revision on (B)(6) 2022.

Manufacturer narrative:
It was reported a patient was to undergo a pocket revision. The patient had an scs and drg system. The surgery was intended for the drg ipg. The pain was not at the ipg site but at the anchor site. The anchor site was revised. The anchor from the right s1 was removed. Although it was reported the scs ipg was at eol and didn't hold a charge, it was not explanted. Only the anchor was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.